Event description:
The MFR's rep reported that a volume discrepancy was noted; expected reservoir volume was 4 ccs; actual volume was 12 ccs. It is unk if the pt was experiencing any effects of this volume discrepancy, or if any alarms were audible. Programming was verified to be correct. The pump has been implanted for over 6 years. Final outcome has not been reported.